Event description:
The customer reported via phone call that the piston on the insulin pump is not reaching the reservoir and she was also experiencing high blood glucose of 398 mg/dl; she treated with manual injection. Customer also mentioned having low blood glucose the morning of the call on (B)(6) 2015; treated with food. The customer stated she did not use the insulin pump for a weak and had her nurses daughter loan her an insulin pump. Customer declined troubleshooting. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However it passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.